Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation of the device not printing was confirmed and found to be due to a faulty printed circuit board (cp board). However, the gray image issue was not confirmed during the investigation. E2 was inadvertently checked; reporters title is not available. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had image abnormalities (distortion) that made it impossible to distinguish between the tissue gray image. The issue was found during preparation for use and reported that the device would not print. Additionally, it was reported that the procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the gray image could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.